Event description:
It was reported that this peritoneal dialysis (pd) patient was experiencing negative ultrafiltration (uf) due to peritonitis. The peritonitis resolved. Additional information was obtained through follow-up with the peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2026 due to low ufs received during pd treatment and concern for a small drainage spot at the exit site. The patient did not report any symptoms during the visit. The pdrn decided to obtain a wound culture of the exit site and pd effluent cultures despite the fluid being clear. The culture results did not come back until (B)(6) 2026. The exit site showed scant yeast and was not classified as an infection. The pd effluent cultures were positive for staphylococcus epidermidis. The patient was diagnosed with peritonitis on (B)(6) 2026. The patient was instructed to take antibiotics for two weeks, intraperitoneal (ip) vancomycin 1750mg per vanco trough. The patient misunderstood the instructions and only took the antibiotics for one week. The patient was seen in the pd clinic on (B)(6) 2026 for a repeat culture. The pdrn was made aware that the patient had missed one week of antibiotic therapy. The doctor instructed the patient to take the antibiotics for another week while the culture results were pending. The culture returned positive again on (B)(6) 2026 for staph epi. The patient was to continue the antibiotics. The patient was seen in the clinic on (B)(6) 2026 for a repeat culture. If the results show the infection has cleared, then the antibiotics will be discontinued. The patient did not require hospitalization. The pdrn stated the peritonitis event was mild with no symptoms. The cause of the peritonitis was attributed to touch contamination by the patient. The patient is continuing ccpd therapy during recovery.

Event description:
It was reported that this peritoneal dialysis (pd) patient was experiencing negative ultrafiltration (uf) due to peritonitis. The peritonitis resolved. Additional information was obtained through follow-up with the peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2026 due to low ufs received during pd treatment and concern for a small drainage spot at the exit site. The patient did not report any symptoms during the visit. The pdrn decided to obtain a wound culture of the exit site and pd effluent cultures despite the fluid being clear. The culture results did not come back until (B)(6) 2026. The exit site showed scant yeast and was not classified as an infection. The pd effluent cultures were positive for staphylococcus epidermidis. The patient was diagnosed with peritonitis on (B)(6) 2026. The patient was instructed to take antibiotics for two weeks, intraperitoneal (ip) vancomycin 1750mg per vanco trough. The patient misunderstood the instructions and only took the antibiotics for one week. The patient was seen in the pd clinic on (B)(6) 2026 for a repeat culture. The pdrn was made aware that the patient had missed one week of antibiotic therapy. The doctor instructed the patient to take the antibiotics for another week while the culture results were pending. The culture returned positive again on (B)(6) 2026 for staph epi. The patient was to continue the antibiotics. The patient was seen in the clinic on (B)(6) 2026 for a repeat culture. If the results show the infection has cleared, then the antibiotics will be discontinued. The patient did not require hospitalization. The pdrn stated the peritonitis event was mild with no symptoms. The cause of the peritonitis was attributed to touch contamination by the patient. The patient is continuing ccpd therapy during recovery.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this peritonitis event. The cause of the patient¿s peritonitis has been attributed to touch contamination. The pd effluent culture result of staphylococcus epidermidis supports that cause as staph epi is a predominant normal flora of the human skin and the most frequently identified cause of pd-associated peritonitis. Based on the available information and no allegation of a defect, the liberty cycler set can be excluded as causing or contributing to the patient¿s peritonitis.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided, the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.